Event description:
Patient had a port implanted. The tubing broke and the proximal end was removed in radiology on a different date. The port with the remaining tubing was removed a couple of months later. Question why tubing broke.